Event description:
The customer reported that the system did not boot up. There were five arrows that displayed on the control panel at the c-arm mainframe. No patient injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.